Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. A 'high alarm displayed: downstream occlusion' was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty dso sensor, bubbled dso seal, and the expulsor was set too high. The dso seal was replaced and the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the issue is 'non-compliant' noted following the on-site inspection. The issue was observed during the preventive maintenance, there was no patient involvement.